Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that the right ventricular lead was oversensing ap-vs crosstalk and triggered an alert for non-sustained ventricular lead noise events. The lead had pacing impedance measurements that were two times the baseline and then the pacing impedance subsequently returned to baseline. R wave sensing was low and there were a few high-frequency noise events seen on the surface electrogram. The atrial lead output was decreased to address the ap-vs crosstalk and a follow-up appointment was scheduled for four months. The lead remains in use. No patient complications have been reported as a result of this event.